Event description:
Patient was revised to address a disassociation of the liner from the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Patient was revised to address a disassociation of the liner from the cup. Update received (B)(6) 2015. Per phone conversation with rep, he indicated that the liner was found to be deformed. Examination of the returned acetabular liner finds evidence to support the reported disassociation of the liner while implanted. Evidence suggests the liner was not fully seated. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.